Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-may-2022 to 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 2.1 and 2.2 not detected on bus due to the faulty module controller. The field service engineer replaced the module controller and reseated all connections to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had forty-nine drawers failed. Customer stated that they restarted it twice and could not pull medications for critical care patients. The customer added this malfunction caused a delay in dispensing the medication to the patient. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system forty-nine drawers failed and restarted it twice still nurses could not pull medications for critical care patients. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the auxiliary drawers 2.1 and 2.2 not detected on bus due to the faulty module controller.replaced the module controller and reseated all connections to resolve.the system functioned as intended.